Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unspecified gender and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2012, it was reported that the patient's humapen memoir dose display digits were not showing completely, and segments were missing. When dialing an eight, it showed on the display as a six or seven. The humapen memoir was associated with product complaint 2266596/ lot unknown. The patient was the user of the pen. The user's training status was not provided. The duration of use was seven to eight months. The pen was not returned. Update (B)(6) 2012: additional information received on (B)(6) 2012 from the global product complaint database added the device specific safety summary and that the device was not returned; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(4) 2012. No further follow up is planned. Evaluation summary a patient reported that segments are missing in the dose display of his humapen memoir device. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. However the complaint narrative suggests missing segments in the numbers of the display. If the missing segments occurred in the dose numbers, this reportable malfunction may result in an inaccurate dose of insulin. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly or your healthcare professional. There is no evidence of improper use or storage.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a male patient of unspecified gender and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2012, it was reported that the patient's humapen memoir dose display digits were not showing completely, and segments were missing. When dialing an eight, it showed on the display as a six or seven. The humapen memoir was associated with product complaint (B)(4) / lot unknown. The patient was the user of the pen. The user's training status was not provided. The duration of use was seven to eight months. Return status of the pen was not provided.